Event description:
It was reported that a postoperative head CT following stereotactic intracranial electrode implantation identified a minor subarachnoid hemorrhage. The procedure was performed under image-guided stereotactic navigation and completed without particular complications. A follow-up CT was planned approximately four hours later to assess for any expansion. The patient remained asymptomatic, and the hemorrhage was expected to resolve spontaneously. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.